Manufacturer narrative:
The reported observation of ¿ipg communication¿ issues was not confirmed. No programmer logs were returned from the field. A review of the ipg diagnostic logs suggested the magnet application was in excess of what would typically be required to initiate communication with an artemis programmer. It was also noted that a successful communication session occurred on (B)(6) 2019 at which time programming changes were made as noted in the ipg program change log. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry utilizing the bluetooth (ble) circuitry, and output signal integrity. All portions of ate testing passed. The implantable pulse generator (ipg) exhibited normal device characteristics during analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices following an unrelated procedure. The device was explanted and replaced, resolving the issue.